Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device, on 05/08/2020. The patient¿s father stated the patient fell down the stairs and was found by her father. The cgm reading was 168 mg/dl but the bg value was 35 mg/dl. She was given yogurt and was then okay. No third-party intervention was required. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.